Manufacturer narrative:
The product was not returned. A product history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. The root cause for the reported infection cannot be determined. All iols (intra ocular lenses) are terminally sterilized with 100 percent ethylene oxide sterilization. Company uses an overkill sterilization approach, which greatly exceeds the minimum requirements for sterility. Critical parameters for sterilization cycles are recorded and retained for every sterilization load to demonstrate that the acceptance criteria for the sterilization process are met. The customer reports the suspect product as unknown. The manufacturer internal reference number is: (B)(4). H10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that a male patient was diagnosed with endophthalmitis and presented with light perception only (very limited vision) with visual acuity changed to 20/50, pain, conjunctivitis, vitritis and hypopyon in the right eye along with the presence of aqueous cell and aqueous fibrin post fourteen days from uncomplicated phacoemulsification surgery with iol procedure. Pre-operative medications were given to perform surgery aseptically and wound integrity was found to be intact after performing seidel test post completion of surgery. A culture was performed with no growth. Anterior chamber tap was performed along with intravitreal antibiotics injection but it was not effective. Post operative steroid, antibiotic and non-steroidal anti-inflammatory drugs (nsaid) were prescribed and the patient is under monitoring. Current status of the patient is symptoms continuing. This complaint is pertaining to one of the two patients reported with post operative infections from the facility.